Manufacturer narrative:
P-cap / reservoir locks properly into place. Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test and displacement test. Power connector plug in and locked in place properly. No blank display anomaly noted during testing. Device received with corroded battery tube, peeling keypad overlay, cracked keypad overlay, missing display window cover, faded serial number label, pillowing keypad overlay, minor scratches on case, cracked case, cracked case-corner of belt clip rails and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump was not working anymore. Customer stated that the she cannot use her insulin pump anymore due to insulin was leaking into the pump. Customer stated that insulin pump had damage at the front side of the pump. No harm requiring medical intervention was reported. The device will be returned for analysis.